Event description:
It was reported that during a da vinci s total benign hysterectomy procedure the fenestrated bipolar forceps instrument was placed in the patient and the cable was noted to be broken. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp was still installed in the clevis. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.